Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the sensis vibe hemo system. The user reported a discrepancy between the ECG on the sensis system and ones taken using a mortara ECG machine. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
The issue was investigated in detail. The investigation showed that the concerned unit worked according to specifications. The operator found a discrepancy between the siemens system and a foreign ECG. However, multiple visits to the concerned site, as well as the analysis of the log files, proved that the reported issue was caused by a misalignment of the system. While the user manual specified a filter setting of 0.05hz-150hz, the user made a decimal point error and set the filter settings to 0.5hz-150hz. Correction of these values per system manual would eliminate the discrepancy. The user was informed about the findings and advised to adjust the filter setting according to the manual.